Event description:
On (B)(6) 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone toric rao610t. The event description provided states that there were no toric markings on the lens and that this prevented the lens being implanted in the correct axis necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that there were no toric markings on the lens and that this prevented the lens being implanted in the correct axis necessitating lens explantation and exchange. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Rayner iols undergo 100% optical inspection during manufacture and there is a specific check in place for toric axis markings therefore it is extremely unlikely that the axis marks were not present. Lighting conditions in surgery may mean that the scribed toric axis marks are less visible to the surgeon. Our review of production records for the rayone toric rao610t batch 021164656 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of this nature, have been received against the rayone toric rao610t batch 021164656.

Event description:
On (B)(6) 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone toric rao610t. The event description provided states that there were no toric markings on the lens and that this prevented the lens being implanted in the correct axis necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that there were no toric markings on the lens and that this prevented the lens being implanted in the correct axis necessitating lens explantation and exchange. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Rayner iols undergo 100% optical inspection during manufacture and there is a specific check in place for toric axis markings therefore it is extremely unlikely that the axis marks were not present. Lighting conditions in surgery may mean that the scribed toric axis marks are less visible to the surgeon. The lens was returned in a very damaged condition, cut into multiple pieces which is consistent with having been cut to aid lens explantation. Inspection of the lens under x10 magnification confirmed that toric axis marks were present on the iol optic. No device fault found.